Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(4)) was confirmed during archive review but not during functional testing. The investigation findings revealed that the reported issue was due to unintended user error. Unrelated to the reported complaint, a cracked top and front cover on the ap platform were observed during visual inspection. In addition, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance was also identified. To remedy these issues, the damaged top and front cover were replaced and the sticky clutch plate was deburred. The autopulse platform is a reusable device and was manufactured in january 2014. The device has been operating for 5 years and has reached its expected serviceable life of 5 years. Therefore, the damaged covers and faulty clutch plate were due to wear and tear as a result of an aging platform. During archive data review, multiple ua07 were observed. The user advisory - ua07 error message alerts the operator that the load sensing system has detected a weight/load imbalance between the two load cells. Ua07 indicated that either the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Thus, confirming the reported complaint. Functional testing was performed and the platform was subjected to the run_in test using the 95% patient test fixture (large resuscitation test fixture) with good test batteries until discharged without any fault or error. There was no device malfunction observed. The investigation verified that the drivetrain motor brake gap was within the specification. A load cell characterization check was performed and confirmed that both load cell modules are functioning within the specification. The autopulse platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message. The error message could not be cleared by the user. No patient involvement.